Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes, chronic renal failure, hypothyroidism, and dyslipidemia.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 88 year old patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve in valve procedure after an implant duration of five (5) years and ten (10) months due to severe stenosis. The patient presented with an increase in chest pain. A 23mm transcatheter valve was successfully implanted within the surgical device. As reported, patient was noted as to be doing well after procedure. Patient comorbidities:diabetes, chronic renal failure, hypothyroidism, dyslipidemia.